Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00283. The patient had 4 leads implanted ( 3 from lot ab1445 and 1 from lot ab1441) as part of an axium neurostimulator system. It was reported the patient (B)(6) experienced ineffective stimulation. The patient and physician determined the next course of action would be to explant the system. The system was explanted on (B)(6) 2016.